Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lump/nodule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) no further actions are required as the device was implanted.

Event description:
Healthcare professional reported "left side device rupture, pain and capsular contracture baker grade ii-iii", and "smaller adenosis nodules in the glandular parenchyma on the left" diagnosed via MRI. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported "preserved this in integrity, no rupture".

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. Device evaluation:visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "left side device rupture, pain and capsular contracture baker grade ii-iii", and "smaller adenosis nodules in the glandular parenchyma on the left" diagnosed via MRI. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture as well as "capsular contracture baker grade ii-iii" and "smaller adenosis nodules in the glandular parenchyma" diagnosed via MRI. Device has been explanted and replaced with a non-allergan device.